Event description:
Procedure type: lap hernia repair. According to the reporter: slivers of gasket fell into pt and obturator tip is bent, all pieces were retrieved. Not known if or time was delayed. No bleeding or pt injury reported. No additional info available at this time.

Manufacturer narrative:
Date initial report sent: 03/31/2009.